Event description:
It was reported that a cartridge alarm occurred. There was no reported impact to the customer¿s blood glucose level. No corrective actions, troubleshooting steps, or replacements were documented, and no further information was available regarding customer outcome or technical support involvement.